Event description:
On 9/11/86 an ipp device was implanted. On 8/17/89 the cylinders were revised. On 1/11/91 the pump was revised. On 11/10/93 the pump was revised. On 2/13/97 the ipp was removed from the pt and another device implanted due to erosion and fluid loss - right cylinder torn.